Event description:
We received several emails from the customer reporting inflammation and pain in the leg. Customer explained in the emails that during medicine administration the plunger falls apart, his leg became severely inflammed and the patient had to take anti-inflammatory ordered by his doctor. He is waiting for the doctor to confirm whether or not he has pieces of the plunger in his leg. Note: customer did not provide date of occurrence, did not provide the name of the medication used during the administration, did not advise type of testing performed to confirm whether or not pieces of the plunger were in his leg. Customer purchased our syringes from an unauthorized distributor online. No further information has been provided.